Manufacturer narrative:
Part number# 317-75 is not distributed in the u.s.; however, is a device of essentially identical design distributed in the u.s. Applicable 510k# for u.s distributed part is k791045. The sample associated to this report is currently in transit to the mfg site for analysis. If significant info is identified from the investigation, a summary of the investigation results will be provided in a supplemental report.

Event description:
The company received a report where it was claimed that the pilot balloon tore during pt use. Extubation and reintubation of a replacement tube was required. The tube was replaced without incident.